Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A review of the stapler logs was performed and the following additional information was provided: the logs show a sureform 45 stapler instrument (part #480445-06, lot #k17241101-0088) was installed on the system 5 times and fired 5 green sureform 45 reloads. On each install, all clamps were successful, and the firings were each completed with no pauses for compression. After the 5th install, the stapler instrument was removed and not used again in the procedure. However, the tool table for the procedure shows the instrument was fired 6 times, including an additional green sureform 45 reload. Failure analysis was unable to confirm information related to the 6th fire, nor confirm any failures in the logs.

Event description:
It was reported that during a da vinci-assisted transthoracic esophagectomy with chest anastomosis surgical procedure, the stapler sureform 45 misfired while being used in patient. Fragments fell into the patient and were retrieved during the same procedure. The procedure was completed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the stapler reload with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. Isi did receive a stapler sureform 45 to perform failure analysis. A visual inspection displayed no signs of physical damage. The channel sprang back open when in the unclamped state. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The stapler was tested in-house, and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument fired successfully twice using two green 45 reloads. The cut-line appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. Procedure logs could not be retrieved during this time. The instrument was fully functional. There was no problem detected. The event investigation is in progress.